Manufacturer narrative:
Attempts to gather additional information regarding the official cause of death were unsuccessful. The death certificate and autopsy report were not available for review. At this time the exact cause of the death cannot be confirmed. There was no indication of a device malfunction. However, it is possible that the patient¿s pre-existing condition may have contributed to the patient¿s death. Since there is no indication of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required at this time. Should additional information be received this case will be reopened and investigated.

Event description:
As reported by (B)(4), a patient expired sixteen days post implant of a 23mm sapien 3 valve. The patient suffered from headaches, from a pre-existing condition, seven days prior to death and then the patient's general condition worsened. No autopsy was performed. No evident symptoms can explain the patient's death. It does correspond to a degradation of the patient, who suffered from high temperatures (weather conditions) the week of their death. No further information is available. The cause of death is remains unknown.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards european source 3 registry, a patient expired sixteen days post implant of a 23mm sapien 3 valve. No further information is available at this time. The cause of death is currently unknown.